Event description:
Mandibular implant has loosened and needs to be fixated again.

Manufacturer narrative:
Device met specifications, screws not manufactured by materialise. Root cause is identified as the patient condition. Device still implanted.

Manufacturer narrative:
Device met specifications, screws not manufactured by materialise. Root cause is identified as the patient condition. Surgeon believes the patient has an undiagnosed bone disease which is leading to impaired bone healing. Replacement surgery is planned for october 2022 (d6b).

Event description:
Both mandibular implants have loosened and will need to be replaced by new implants.